Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back and was told by the representative to call for a replacement controller due to charging issues. Representative went through settings and changed the patient's programs. Caller then mentioned when charging the implant if the recharger moved then they would lose connection. Caller would get a message saying the controller was 'dead' but it was not so they would plug the controller to the ac power. During the call caller reset the controller. No damages on the recharger and controller port. Controller was at 100% and implant was at 30%. Caller plugged the recharger and got replace controller batteries. Agent reviewed information. Agent advised caller to continue working with the representative regarding the implant decreasing 10% per day. Agent closed case.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller states that the products are 'malfunctioning'. Agent inquired as to what that means and the callers indicated that starting a couple years ago, the pt began to have issues with connecting of the external components and the ins. The caller states that starting a week ago it seems to 'have stopped altogether'. The pt's daughter than said that a week ago they noticed a significant change in the depletion rate of the ins whereas in the past they had to charge every day due to a 24 hour depletion rate, they are now seeing the ins is on but only depleting about 10% a day. Agent asked if the pt had made adjustments and the caller said they had changed a group but they cycled through all the groups and all of them should have been discharging within 24 hours. Agent offered to troubleshoot over the phone but the caller's insisted that a manufacturer representative (rep) be messaged. Agent advised go ing through doc's office and agent did advise an email would be sent to local reps as the caller and pt want to address in person vs over the phone. No symptoms were reported.